Manufacturer narrative:
The technician replaced the pendant cable assembly to repair the bed.

Event description:
The technician found the hand pendant was not working due to the pendant cable assembly being cut and copper wires were exposed.